Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 500 mg/dl and 1000 mg/dl. The current blood glucose is 175 mg/dl. The customer treated their high blood glucose with insulin pump. The customer was not wearing insulin pump during hospitalization and less than 48 hours customer off the insulin pump prior to the hospitalization. The customer reported that the driver support cap was normal. Based on the customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.